Event description:
At the time of report the hcp was with the patient and was interrogating the pump after the patient had a 2 hour open MRI of the head and the pump had not recovered. The pump system was delivering lioresal. (No outcome or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).